Manufacturer narrative:
Es18019616 initial report pharmacovigilance comments: the serious events of inflammation and oedema were considered expected and possibly related to the treatment. Serious criteria included the need for inpatient hospitalization and medical intervention with intramuscular corticosteroid injection and hyaluronidase. Alternative etiologies include sensitivity to lidocaine. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: the serious events of inflammation and oedema were considered expected and possibly related to the treatment. Serious criteria included the need for inpatient hospitalization and medical intervention with intramuscular corticosteroid injection and hyaluronidase. Alternative etiologies include sensitivity to lidocaine. The case meets the criteria for expedited reporting to the regulatory authorities. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report received on 02-jul-2018 from a plastic surgeon referring to a (B)(6) year-old female patient. The patient has a lung disease and takes unspecified drugs for this reason. It was reported that the patient has been injected several times by other doctors with other unspecified products (not restylane) to an unspecified location in the face. However, no information was provided about previous treatments. On (B)(6) 2018, the patient received treatment with a total of 1 ml (0.5 ml per side) restylane lyft lidocaine (lot number 15713) to the left and right nasolabial folds and oral commissures for the indication of folds correction. The injection technique and needle type were both unknown. One week later, on (B)(6) 2018, the patient experienced severe inflammation(inflammation) and severe oedema (oedema) in the tear trough and full face. On an unknown date, the patient was treated with intramuscular corticoids [corticosteroids] to an unknown location. On an unknown date, the patient received corrective treatment with hyaluronidase [hyaluronidase] to the nasolabial folds and ten days later, she received an additional treatment with hyaluronidase again. It was reported that since the patient was worse, she went to the hospital and stayed at the maxillofacial department for four days in order to undergo tests and to be treated until she was recovered. The reporting plastic surgeon assessed the causality for the adverse events of inflammation and oedema as possibly related to the treatment with restylane lyft lidocaine. Outcome at the time of the report: inflammation was recovering/resolving. Oedema was recovering/resolving.

Manufacturer narrative:
Pharmacovigilance comment: the serious events of inflammation and oedema were considered expected and possibly related to the treatment. Serious criteria included the need for inpatient hospitalization and medical intervention with intramuscular corticosteroid injection and hyaluronidase. Alternative etiologies include sensitivity to lidocaine. Potential contributory factors include comorbidities associated with the underlying lung disease, such as systemic inflammation, the history of several previous aesthetic facial treatments, anatomical predisposition for swelling in the periorbital region, and overcorrection with vascular compression impacting blood and lymphatic flow. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: no potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report received on (B)(6)2018 from a plastic surgeon referring to a 60 year-old female patient. The patient has a lung disease and takes unspecified drugs for this reason. It was reported that the patient has been injected several times by other doctors with other unspecified products (not restylane) to an unspecified location in the face. However, no information was provided about previous treatments. On (B)(6)2018 , the patient received treatment with a total of 1 ml (0.5 ml per side) restylane lyft lidocaine (lot number 15713, expiry date 31-aug-2020) to the left and right nasolabial folds and oral commissures for the indication of folds correction. The injection technique and needle type were both unknown. One week later, on (B)(6)2018, the patient experienced severe inflammation(inflammation) and severe oedema(oedema) in the tear trough and full face. On an unknown date, the patient was treated with intramuscular corticoids [corticosteroids] to an unknown location. On an unknown date, the patient received corrective treatment with hyaluronidase [hyaluronidase] to the nasolabial folds and ten days later, she received an additional treatment with hyaluronidase again. It was reported that since the patient was worse, she went to the hospital and stayed at the maxillofacial department for four days in order to undergo tests and to be treated until she was recovered. The reporting plastic surgeon assessed the causality for the adverse events of inflammation and oedema as possibly related to the treatment with restylane lyft lidocaine. On(B)(6)2018 , follow-up information was received from the reporting physician. The physician informed that he saw the patient on(B)(6)2018 and that the patient was fine and did not receive another outbreak. In addition, the patient did not take any medicaments at the time of the follow-up report. On an unknown date, an allergist specialist performed an allergy test on the patient which showed negative results. Outcome at the time of the report: inflammation was recovered/resolved. Oedema was recovered/resolved. Tracking list: version 0. Initial. Version 1. Follow-up information received on (B)(6)2018. Updated outcome of adverse events from recovering/resolving to recovered/resolved since it was reported that the patient was fine and did not receive another outbreak. Information added to the report include lab test (allergy test).